Event description:
It was reported that during a meniscus repair procedure, when the deployment knob of the fast-fix 360 was depressed to deploy t1, t2 implant fell off from the inserter needle and failed deploy. The procedure was completed without significant delay (3 minutes) using a back-up device. It is unknown if ts were removed from the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: one 72202469 reversed curved ultra fast-fix assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: during a meniscus repair procedure, when the deployment knob of the fast-fix 360 was depressed to deploy t1, t2 implant fell off from the inserter needle and failed deploy¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instruction for use states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device used in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The needle was visibly defaced or the user had extreme difficulty with reaching desired location for use. The depth limiter was attached. The actuator no longer cycled or actuated due to the damage. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Manufacturer narrative:
H10: additional information on d4 and h4.